Event description:
Customer reports the advantage system produced a result over 600mg/dl, which is outside the meter reading range of 10-600 mg/dl. Customer does not recall what the result was or when it was obtained. Controls were run and in range. Requested return of suspect device and replacement was sent.